Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with high impedance and high pacing thresholds on the right ventricular lead. The lead was extracted and replaced. During the procedure, the set screw of the implantable cardioverter defibrillator could not be reengaged. The device was replaced and the patient was stable.

Manufacturer narrative:
The reported event of set screw anomaly could not be confirmed in the laboratory. The df4 set screw was found to be missing, and it was not returned for analysis. Using a laboratory set screw, the device able to secure and release a df4 test lead normally.